Event description:
The distributor reported that as per advanced wound care performance and safety surveys, the company's dressing was difficult to remove. There was no harm reported and no photo was available at that time.

Manufacturer narrative:
D4: the part number / model number and lot number information for product was unfortunately unknown. The advanced wound care performance and safety surveys only stated that aquacel ag+ ribbon dressing was used. Therefore, the nearest model number 413571 has been captured in the emdr. E1: event country: spain name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.